Event description:
A malfunction was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. Reportedly, the malfunction alarm was cleared. The customer continued to use the pump for insulin therapy.